Event description:
It was reported that the right ventricular (rv) lead had a history of low r-waves. It was also reported that post device change out the rv lead superior vena cava (svc) impedance measured "none" and the high voltage coil had high impedance and that the rv lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is a part of that recall. Without the return of the lead analysis cannot confirm if the lead acted in a manner of the recall. Concomitant medical products: d224trk implantable cardioverter defibrillator (ICD)  (B)(6) 2011; dtbb1d1 implantable cardioverter defibrillator (B)(6) 2014; 5076 implantable pacing lead (B)(6) 2007. (B)(6). (B)(4).